Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from its pusher assembly and revealed the stretch resistant (sr) component was fractured. This damage typically occurs due to retraction against resistance. If the pod coil is retracted against resistance, the sr component may fracture causing the embolization coil to detach. The root cause of resistance during the procedure could not be determined. Evaluation also revealed offset coil winds. This damage is likely incidental to the reported complaint and may have occurred during snaring or post-procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left basal segmental pulmonary artery using a pod coil and a non-penumbra microcatheter. During the procedure, the pod coil unintentionally detached. The physician then used a snare device to successfully remove the detached pod coil. The procedure was completed using a new microcatheter. There was no report of an adverse effect to the patient.